Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that the lens was stuck in the cartridge. There was no visible damage noted on the cartridge. Complaints of this nature are being investigated under iaca (B)(4).

Event description:
Surgeon attempted to implant a aq2010v silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No patient injury. The facility stated that the cartridge malfunctioned.